Manufacturer narrative:
This report is filed, may 31, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced discomfort as a result of receiver/stimulator migration. Subsequently on (B)(6) 2016 the patient underwent revision surgery to reposition the device.